Event description:
Additional information reported patient's wounds were not healing. Patient underwent surgical intervention on (B)(6) 2026, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg site was red and painful. Patient reported feeling feverish. To address the issues, the patient underwent a procedure on (B)(6) 2025 for a washout of the ipg site. Patient was given IV antibiotics to address possible infection and patient is healing.